Event description:
A malfunction alarm with code malf 12 was reported, and the customer was assisted in attempting to reset the pump; however, the issue persisted. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided instructions for storage during transport. The customer was informed of the upcoming replacement and alternative therapy via manual daily injections to prevent insulin delivery interruptions. The customer was instructed to return the faulty pump within ten days using a pre-paid label and return box.